Manufacturer narrative:
(B)(4). Product not yet returned for evaluation most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 49 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/29/2017 and open vial date is approximately weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with the low results. Customer calling states that he went to see his endocrinologist today and was told that the meter is now working properly. The meter is giving low results. Customer states that he went to his endocrinologist because of a previous appointment. Customer states that his endo request that he get the meter replace because the results are too low. Customer states that he had some milkshake and his results were showing 80mg/dl his results should be a lot higher. Customer is taking insulin and he test several times a day. Customer states that he ran a blood test and got a 49mg/dl and he was not having any symptoms at all.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# ((B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 49 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/29/2017 and open vial date is approximately weeks ago. The meter memory was reviewed for previous test result history: 1:80mg/dl 05/02/2017 01:44 pm fasting: yes. 2:95mg/dl 05/02/2017 04:50 am fasting: yes. 3:219mg/dl 03/31/2017 02:46 pm fasting: yes. 4:189mg/dl 03/31/2017 06:30 pm fasting: yes. 5:49mg/dl 03/30/2017 06:05 pm fasting: yes. Memory concerns: customer is concern with the low results. Customer calling states that he went to see his endocrinologist today and was told that the meter is now working properly. The meter is giving low results. Customer states that he went to his endocrinologist because of a previous appointment. Customer states that his endo request that he get the meter replace because the results are too low. Customer states that he had some milkshake and his results were showing 80mg/dl his results should be a lot higher. Customer is taking insulin and he test several times a day. Customer states that he ran a blood test and got a 49mg/dl and he was not having any symptoms at all.